Event description:
It was reported that the pump exhibited a motor rate error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed cracked to the bottom case where l shaped bracket goes and cracked to the plunger case where screws go into. The tamper seal was broken. Reviewed of the event history log (ehl) showed motor rate error alarm. An occlusion test was performed as part of the functional test and the reported issue was duplicated. The cause of the reported issue was related to the worm coupling, stepper motor, lead screw and both clutch halves were found old, dirty and worn-out due customer use. As a result, the worm coupling, stepper motor, and worm gear were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.